Manufacturer narrative:
The complainant stated he was on balsagar 65 units per day and is now instructed to take 85 units of tresiba daily. After the episode where he "passed out", the complainant stated he did follow up with his hcp. According to the consumer, "the hcp said there is nothing he can do about it". The complainant further stated that he was "lightheaded, dizzy and not well throughout the weekend, because of these symptoms he has been taking 60 units of tresiba instead. During the call to customer support, the complainant performed a control solution test according to owner's guide and performed 3 back-to-back capillary blood glucose tests. The nova max control solution result was within the expected range. The difference between the three blood glucose tests were not clinically significant. The complainant was resistant to returning the nova max plus glucose test system for evaluation. He initially declined a replacement- he stated he "feels very comfortable using the nova max plus meter and test strips...and knew the issue is with new insulin prescribed by hcp". He further stated he "doesn't feel comfortable with the new insulin prescribed". Retain testing of the glucose test strip lot were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all test specification. The meter is expected to be returned for evaluation.

Event description:
Complainant stated he is not testing consistently due to his high blood glucose readings. He stated that on (B)(6) 2019 his hcp changed his insulin type and increased the dose. On this day he stated he "passed out" for a few minutes. After passing out, the complainant "got up, ate something and started watching tv". He reports he contacted his hcp in regard to the issue.

Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device, failure analysis of the returned product revealed that the novamax plus glucose monitoring device performed within specification. Testing of the returned blood glucose test strips from the reported lot was not able to replicate the alleged issue as the performance testing revealed the test strips to perform within specification as well. Nova biomedical will continue to monitor for recurrence as part of our post market surveillance program